Event description:
It was reported that a clinical study (vercise dbs registry) deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure to replace the ipg due to the battery being flat. The patient was discharged and the device was not returned because no malfunction was suspected.